Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -14.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens was implanted upside down and dislocated/subluxed. The lens was exchanged for another same model/diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in lens case/vial with clear surgical residue/debris on product. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Visual inspection found no visible damage to lens. (B)(4).